Event description:
The patient's right hip was revised due to pain. The surgeon commented that debris from a previous broken ceramic liner caused accelerated wear.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 28 x 46f adm/mdm insert. Additional devices listed in this report: unknown 58mm tritanium cup, unknown 46f mdm insert, unknown 28mm head, unknown screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.